Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "use error" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: use error and use error-correction and removal activity.

Event description:
Healthcare professional reported use of expired breast implant device used in patient. The device remains implanted.